Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the head would not attach to the stem. An alternate head was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and no damage was noted. Product identifiers were found to be conforming to print specifications. The reported event could not be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.